Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vicmo12.6, -6.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for different model and diopter lens due to observation of refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).